Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported that trial patient voided on own from the (B)(6) to the morning of the (B)(6). They noticed that stream was getting weaker by late afternoon on friday. When they woke up at 4:30 am on the 5th they were only able to void a very small amount (about 20 ml or so) a couple times and it burned when they did that. Trial patient went to the emergency room then. They put a catheter in place and said that it hurt when they did that. They drained 600 ml at that time. Trial patient said there was no blood in the urine. They did say trial patient has a slight infection and gave antibiotics. Patient is going to contact their hcp and I will be notifying their manufacturer representative. Trial started (B)(6) 2022.